Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that two of their sensors were missing the electrode. The patient's blood glucose was 156 mg/dl at the time of the call. The customer was sent replacement sensors.